Manufacturer narrative:
The ICD was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that two epicardial leads were originally implanted with this pacemaker. Both leads were placed on the right ventricle (rv), one lead was plugged into the rv port and one was plugged into the right atrial (ra) port. This is considered off-label use. The pacemaker was programmed to pace and sense in the ventricle only. Subsequently, the lead plugged into the rv port exhibited an unknown product performance issue. The pacemaker was then reprogrammed to pace and sense using the lead plugged into the ra port. It was then reported that the lead plugged into the ra port exhibited high out-of-range pace impedance of greater than 2,000 ohms. The patient was pacemaker dependent and had a mechanical tricuspid valve. This product was explanted and replaced. No additional adverse patient effects were reported.